Event description:
It was reported to resmed that an astral device did not display the patient tidal volume reading (vte) while the patient was being setup on the ventilator. Ref MFR 3004604967-2015-00012.